Event description:
The facility reports the cnas were moving the resident from the gerichair to the bed. The cnas placed the sling under the resident, but did not position the sling correctly between the patient's legs. They then lifted the resident and moved her over the bed. The legs of the lift were open. Then then tried to lower the resident onto the bed. The lift lowered a little and then stopped. They pushed the emergency lowering switch, but it did not work. Next they removed the clips of the sling from the hanger bar. That is when the resident fell out of the sling and hit her head on the headboard or the side rail. The resident sustained a laceration over her right eye. Which required five sutures.